Event description:
The clinician reports the implant was inserted 2022-05-11 in ada 8. On 2022-05-31, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.